Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was a 29mm sapien 3 transcatheter heart valve implant procedure in aortic position by transfemoral approach. While attempting to align the valve within the commander delivery system balloon during fine adjust, a balloon rupture occurred. Proper alignment of the valve in the balloon was not possible during the maneuver. It was decided to retrieve the commander delivery system with the crimped valve into the esheath+. Subsequently, a new 29mm sapien 3 valve was used with a new delivery system and introducer esheath+. The implantation was successful. At the end of the procedure, the patient was stable. The root cause was the alignment difficulties was patient tortuosity.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in section h11 have been updated. Section h6 codes have been added: type of investigation. Section h6 codes have been corrected: investigation findings and investigation conclusions. Section h10 was updated with reference to the other reports submitted for this case. The events reported are an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for difficulty with fine adjust valve alignment was confirmed based on the available information. Available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment performed in a non-straight section of anatomy) likely contributed to the event as provided information indicated "patient tortuosity" as a cause for the valve alignment difficulties. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The complaint for the balloon leak was confirmed based on the available information. Available information suggests that procedural factors (high forces) likely contributed to the event as provided information indicated that "proper alignment of the valve in the balloon was not possible during the maneuver". High forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon damaging it prior to thv deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections g6 and h2 were updated. Section b5 and h6 (device code) were corrected. This is one of three reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliate from italy, a 29mm sapien 3 transcatheter heart valve implant procedure was performed by transfemoral approach. During the procedure, proper alignment of the valve in the balloon was not possible during the maneuver. It was decided to retrieve the commander delivery system with the crimped valve into the esheath+. After removal, a pinhole in the balloon was observed and it was thought to be damaged when attempting to align the valve within the balloon during fine adjust. Subsequently, a new 29mm sapien 3 valve was used with a new delivery system and introducer esheath+. The implantation was successful. At the end of the procedure, the patient was stable. Upon removal, it was observed that the first esheath+ had a distal tip split and the valve showed a deteriorated skirt.